Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that during an open reduction internal fixation procedure (orif) of a distal radius, while measuring the last screw the tip of the depth gauge broke off. The broken tip was retrieved and the procedure was completed.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the needle sheared off mid-thread at the base of slider and was returned in a separate bag for investigation. The needle is bent in multiple locations which is not a result of the manufacturing process. Several nicks and dents exist on handle which are consistent with field use. Material hardness for needle component was not measured during this investigation because no specification exists in DHR. All features related to this complaint that could be measured during this investigation met specifications. However, not all features related to this complaint could be measured during this investigation due to damage. Product development evaluation reveals, a review of the product drawings showed that the slider, as well as the probe, were both designed with the correct mating threads both internal and external. There is also an appropriately placed pin to further hold the probe in place. No other design aspect could have contributed to the probe breaking. The depth gauge appears to have had some wear and tear, and there are scratches and slight dents on various parts of the handle where it may have been dropped. Since the probe design is based on functionality, and it is unknown what prior incidents may have damaged the probe leading to the breakage. This complaint is considered indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.